Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor session ended. Data was evaluated and the allegation was not confirmed on the reported date of issue. The probable cause could not be determined. The reported event of a sensor session ending is reportable based on the finding of an early sensor expiration on a separate date. No injury or medical intervention was reported.